Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. No further information was provided.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The device was found to be within estimated longevity and normal.